Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to a kink in the sheath include, but not are limited to, handling, difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that an arteriotomy closure of an right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, during device insertion, the sheath of the prostyle device kinked. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to a kink in the sheath include, but not are limited to, handling, difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H10: additional mfg narrative was updated as the lot number was provided.